Event description:
Narrative by injector: "I just injected versa into an older patients lips this morning and she just came back with a severe histamine response. 1.2ml total injected in and around the lips. Used injectable 2%lidocaine (dental block) to numb. Cleansed with puracyn. Applied ormedic lip complex after. No known allergies and no medical history." Internal report number: (B)(4).